Manufacturer narrative:
The g5 electrodes were returned to a zoll approved service provider. The customer's report was observed during initial testing. However, the report was unable to be duplicated. Replacement electrodes were sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the associated device failed for high impedance using these electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.